Event description:
Blood leak in dialyzer - at the beginning of the dialysis treatment, as soon as the blood hits the kidney, at the top header of the kidney, tech could see obvious blood leak. Blood in dialysate alarm and you can see that the dialysate is pink. Patient had blood loss which was 350cc's on each patient. Blood was not returned to patients. No patient interventions. Customer not sure if case was dropped in shipping and there were cracks. Patients are okay. Dialyzers were replaced on machine.

Manufacturer narrative:
Though mentioned in the complaint file, a sample was never returned to the manufacturer.